Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown flexnav flexnav delivery system (ds). The patient has a prior medical history of atrial fibrillation. The length of the membranous septum was 4.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 2mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). No additional information was provided. On (B)(6) 2026, a permanent pacemaker was implanted since the patient had atrial fibrillation continued with a slow ventricular response. The patient had an extended hospitalization. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of malposition of device and atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported minor injury/illness/impairment was a result of case-specific circumstances as no treatment was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient has a prior medical history of atrial fibrillation. The length of the membranous septum was 4.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 2mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). On (B)(6) 2026, a permanent pacemaker was implanted since the patient had atrial fibrillation continued with a slow ventricular response. The patient had an extended hospitalization. The implanter believes that the patient experiences adverse health consequences due to the performance of the abbott product. The patient was in a stable condition and subsequently discharged.